Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified vantive technician. Visual inspection of the machine showed a leak at the machine tubing bypass connector. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leakage was the burst connector, and the red and blue dialysate tubes and the valve membrane were replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E.1.: initial reporter facility name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bypass connector tubing of an ak 98 machine during setup. The machine did not alarm. There was no patient involvement. No additional information is available.